Manufacturer narrative:
The investigation determined that a (B)(6) vitros anti-hbc (ahbc) result was obtained from a single patient sample when tested on a vitros 3600 immunodiagnostic system. The ahbc result was considered discordant as (B)(6) results were obtained for (B)(6) tests performed on the same sample. A definitive assignable cause for the discordant (B)(6) result could not be determined. Based on historical quality control results, a vitros anti-hbc reagent performance issue is not a likely contributor to the event as all quality control fluid results were within the correct instructions for use (IFU) interpretation region. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ahbc lot 2440. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The presence of an unknown sample interferent cannot be completely ruled out as the cause of the discordant non-reactive result, as testing using nabt (non-specific antibody blocking tubes) indicated the presence of non-specific antibody interference in the affected patient sample.

Event description:
A customer obtained a discordant, (B)(6) vitros anti-hbc (ahbc) result from a single patient sample when tested on a vitros 3600 immunodiagnostic system. The ahbc result was considered discordant as (B)(6) results were obtained for (B)(6) tests performed on the same patient sample.patient 1 vitros ahbc result of (B)(6) versus the expected result of (B)(6).biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant (B)(6) vitros ahbc result was not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event.this report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).